Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a turbine that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) noted that they confirmed the reported issue (the turbine was not working properly). The fse then restarted the device, and the turbine was unresponsive and could not work properly. It was reported that the device had repeated inhalation of carbon dioxide; it was then determined that the device had a damaged turbine. The fse replaced the turbine and reported that the device was returned to full functionality.